Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic esophagectomy, while anastomosis, the circular stapler did not function. The device was ready for the firing. The green sign was seen. The instrument handle fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent firing arms were working, but when the device was opened, stapling and cutting could not be done. Therefore 28 mm circular stapler was replaced with new one and the case was completed without any complication.